Event description:
It was reported that the patient experienced zonular dialysis after the implantation of a preloaded monofocal lens. Consequently, the lens was removed during the same procedure, and an attempt was made to implant lens from another manufacturer; however, the haptic of the lens was found to be broken, leaving the patient aphakic. The patient also had a history of a right eye trans pars plana vitrectomy performed in (B)(6) 2024 to address a rhegmatogenous retinal detachment, which occurred with the macula off. No additional information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.